Manufacturer narrative:
Tga device incident report reference no. (B)(4); submitted to tga (therapeutic goods administration) by a health professional/user. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage retropubic mid-urethral sling was implanted during an anterior repair and stress incontinence procedure performed on (B)(6) 2018. According to the complainant, the patient had difficulty voiding post procedure. She also experienced reduced bladder sensation and incomplete emptying. Subsequently, an overdistention injury to the patient's bladder had occurred. Reportedly, the mid-urethral sling inside the patient needed to be divided. Boston scientific has been unable to obtain additional information regarding the event to date.